Manufacturer narrative:
D4: the device is custom made therefore UDI di# number is not available. Section h3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the device is fractured. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As express devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the screw capture of an r3 screw-in trial liner 56 mm x 40 ID 0 deg broke off. It is unknown how the broken piece was retrieved, but the procedure was resumed, without any delay, using a s+n back-up device. No injury was reported due to this issue.

Manufacturer narrative:
Internal complaint reference: (B)(4).